Event description:
During the index procedure the patient had one endeavor dug eluting stent implanted in the rca. It is reported that the patient expired approx 58 months post index procedure. Cause of death is unknown. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation, results and conclusion: inherent risk of procedure - (death).